Event description:
The user facility reported a wound burn at the main incision port during sculpt where 1x 10-0 vicryl was used to close. Bl3420s is the phaco tip and was disposed and isn¿t available for return. The doctor stated, it could have been a clogged tip but was not certain.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing. Related to 1920664-2025-00134.

Manufacturer narrative:
One bl3170 stellaris handpiece, serial number (B)(6) was returned. Visual inspection found the wires twisted inside the cable jacket and the lemo connector casing bent. The needle and the rest of the pack components used were not returned. A functional test was performed using a stellaris system and a known good needle tip. The handpiece tuned, primed, and functioned as intended. The handpiece had good ultrasound and good flow through the needle tip. Additionally, the handpiece was run at 100% power for one full minute without irrigation or aspiration hook-up. The handpiece did not get hot during testing. It cannot be determined if the needle tip used was clogged at the time of customer use. The phaco tip identified by the physician as a possible contributing factor was disposed of and unavailable for analysis, preventing confirmation of a clog or obstruction at the time of use. As a result, the root cause of the complaint remains undetermined due to insufficient evidence and the inability to evaluate the implicated consumable component. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Related to medwatch 1920664-2025-00134.